Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl, resulting in emergency room treatment. The user was treated with insulin therapy and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that the user forgot to announce a meal at lunchtime and entered the meal announcement after eating. The user subsequently experienced persistent hyperglycemia and nausea despite performing an infusion set change with customer care assistance. The user reported no bent cannula or other visible infusion set abnormalities and remained connected to the ilet while seeking emergency medical treatment. The user was treated with insulin therapy in the emergency department and released the same day. Intermittent cgm communication gaps were identified during review; however, no evidence of device malfunction or inaccurate insulin delivery was identified. Based on available information, the event is attributed to the delayed meal announcement resulting in subsequent hyperglycemia. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.